Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure (batch no. 919034, a45112) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea, vaginal discharge, genital bleeding and fever. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune-like symptoms"), rheumatoid arthritis ("rheumatoid arthritis"), lupus-like syndrome ("lupus") and allergy to metals ("nickle sensitivity"). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, autoimmune disorder, rheumatoid arthritis, lupus-like syndrome and allergy to metals outcome was unknown. The reporter considered allergy to metals, autoimmune disorder, lupus-like syndrome, pelvic pain and rheumatoid arthritis to be related to essure. Lot number: 919034 manufacture date: 2011-11 expiration date: 2014-11. Lot number: a45112 manufacture date: 2012-08 expiration date: 2015-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-apr-2020: case has become serious incident. Removal date were added and reporter information were updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.